Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The nurse reported that the area around the cable turned red when the patient wore the lifevest for a long time. According to the nurse, she consulted with the physician about this issue and decided to remove the lifevest sometimes to give the patient's skin a rest before its condition worsened. At present, there are no signs of skin peeling or pressure ulcers. The patient stated they do have a history of sensitive skin. There was no alleged device malfunction contributing to the irritation. The patient¿s physician recommended removing the lifevest for the skin irritation. The outcome of the irritation is unknown as follow up attempts were unsuccessful.